Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08352. It was reported a shaft kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was advanced into the patient and a kink was noticed. The physician decided to continue the procedure with the kinked access system. A 30mm watchman ® laa closure device & delivery system was selected for use and advanced into the access system. It was noted that there was resistance while advancing the delivery system. A kink on the end of the delivery system was noticed, but the physician was able to successfully deploy and release the closure device. There were no patient complications and the patient's status is fine.